Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned / not received.

Event description:
The size 36 liner inserter would not tighten down on the handle and continually spun freely. The issue was discovered during pre op setup and there was no patient involvement. Case type: tha.

Manufacturer narrative:
An event regarding non functional involving an mako impactor was reported. Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The device was discovered during inspection. The device was returned in used condition. Visual inspection of the device noticed that there are multiple scratches on all surfaces of the product. Visible thread damage was observed on all threads of the product. Examination of the returned device with engineer indicated damage observed on the threads consistent with crossthreading and off-axis loading. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Functional and dimensional assessment of the returned product could not be performed as there is too much thread damage observed. There was no surgical procedure associated with the reported event and no patient involvement. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The size 36 liner inserter would not tighten down on the handle and continually spun freely. The issue was discovered during pre op setup and there was no patient involvement. Case type: tha.